Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure the heartstring iii failed to load properly. The seal would not wrap into a "taco" shape or advance in the clear loading tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects. This is the first of 3 medwatches: reference MFR report number 2242352-2015-00261 and 2242352-2015-00262 for the other 2.